Event description:
Procedure type: thoracic. According to the rptr: during insertion of the port into the thoracic cavity, the device broke. The broken pieces were retrieved and the device removed from pt. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).